Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("malposition of essure device location of device: fallopian tube / failure to occlude (close) fallopian tube"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 958705) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, nausea, light sensitivity to eye, insomnia, vaginal haemorrhage, vaginal spasm, vaginal discharge, chlamydial infection, pap smear abnormal, heart murmur, bacterial vaginosis, varicella, dysplasia and cervicitis. Concurrent conditions included acne. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary infection"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (unilateral salpingectomy), surgery (unilateral salpingectomy) and surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, urinary tract infection, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: after essure was removed, most, if not all symptoms decreased following essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded) (B)(6) 2012, following deployment left essure spiral coils counted - 1. Following deployment right essure spiral coils counted - 2. (B)(6) 2013, final diagnosis: fallopian lube, right, excision: microscopic benign paratubal cyst. Gross: "right fallopian tube" is a cylindrical fallopian tube measuring 4.2 x 1.5 x 0.7 cm. Findings: the left fallopian tube and left ovary appeared normal. The left essure coil appeared to be in satisfactory position within the tube. The right essure coil was noted to perforate near the right cornu, and was visible and scarred to the right cornua. The right fallopian tube appeared to have an area of narrowing extending from the right cornua to the midportion of the tube. The right ovary appeared normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("malposition of essure device location of device: fallopian tube / failure to occlude (close) fallopian tube"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary infection"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (unilateral salpingectomy), surgery (unilateral salpingectomy) and surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, urinary tract infection, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: after essure was removed, most, if not all symptoms decreased following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Essure removal date updated to (B)(6) 2013. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (958705) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) , urinary infection, malposition of essure device location of device: fallopian tube , bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, failure to occlude (close) fallopian tube, perforation (fallopian tube(s), hair loss added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (plaintiff underwent one or more surgeries to remove essure device). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.